Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 6west door 2 was not recoverable and user stated that the recoverable icon appeared, but when tried to recover the failed storage space, the tower 2 door was not available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) guided the customer through the process of filling the tower doors and then performed recovery procedures successfully. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.